Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 3-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous consumer report, received via health authorities, refers to a female of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (interpreted as genital bleeding) and inflammation of joints (interpreted as polyarthritis). The consumer underwent vaginal hysterectomy and bilateral salpingectomy to remove the devices. Genital bleeding and polyarthritis are serious due to medical significance. Genital bleeding is anticipated according to the reference safety information of essure, polyarthritis is unanticipated. Genital bleeding may occur during the use of essure. Based on the nature of the event and on the lack of alternative explanations, a causal relationship with essure cannot be excluded (related). Polyarthritis is a systemic inflammatory disorder mostly of infectious or autoimmune pathogenesis, i.e., the causes or triggers typically consist of systemic factors and not inert devices confined to specific organs such as the fallopian tubes. Based on these considerations, the causality of polyarthritis is assessed as very unlikely (unrelated). Several non-serious events were additionally reported. This case was classified as incident because of surgical intervention and device removal. A product technical analysis resulted in an unconfirmed quality defect.

Event description:
This spontaneous case report was received from a consumer via regulatory authority in (B)(6) on (B)(6) 2016 (case# mds (B)(4)). The report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) devices implanted (no lot number was provided) on an unspecified date. The consumer reported she experienced abnormal breakthrough and heavy bleeding, inflammation of joints, muscle aches, painful cycles, painful sex, bloating, weight gain, depression, and extreme fatigue. It ended with a lavh (laparoscopically assisted vaginal hysterectomy) as well a bilateral salpingectomy to remove the devices. She had seen an improvement in most side effects, but she was still suffering from some of them. Company causality comment: a female consumer of unspecified age had essure (fallopian tube occlusion insert) devices implanted and experienced heavy bleeding (interpreted as genital bleeding). A lavh (laparoscopically assisted vaginal hysterectomy) as well a bilateral salpingectomy to remove the devices were performed. Heavy bleeding is regarded as anticipated event according to the reference safety information for essure. Genital bleeding may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, another serious event inflammation of joints (unlisted and unrelated) and non-serious events were reported. A product technical analysis is being sought.